Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer has been experiencing high blood glucose level of 600 mg/dl and that the insulin pump had power error detected alarms. Troubleshooting was performed and the customer was instructed on how to clear the alarm. It was advised to discontinue use of the device and to revert to a back-up plan a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 noted during testing or in the pump trace download. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay.